Manufacturer narrative:
Analysis was able to confirm both output connectors were broken. Analysis also noted that the black battery wire in the lower case was pulled out of the connector, the hanger was broken, and all six case plugs were not fully inserted into the lower case. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken and chipped black plastic ring on the atrial output connector. The epg was returned for service. There was no patient involvement.